Event description:
It was reported that the patient had the artificial urinary sphincter, originally implanted in 2004, removed due to recurring incontinence over the past year and significant urethral atrophy. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted for the desired result.